Event description:
It was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient but did not meet release criteria, so it was recaptured. The patient's blood pressure dropped and device perforation though the appendage led to a pericardial effusion with cardiac tamponade. The physician decided to redeploy the closure device and after all release criteria was met the closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. The physician performed a pericardiocentesis and drained 750ml of fluid from the pericardium of the patient. The patient stabilized with no further intervention needed. The patient was transferred to the cardiac care unit to be monitored but they are expected to make a full recovery from this event.